Event description:
The report from the affiliate indicated the pt was included in the clinical trial. The device(s) being reported for this pt is not the device that was used for the study. The target lesion for the study was the proximal left anterior descending (lad) artery-a cypher 3.0/13 mm sent was implanted. The pt had another procedure two (2) weeks after the study procedure. The target lesion for this procedure was the distal right coronary artery (rca). The lesion was reported to be de novo-no additional lesion/vessel info was available. Two (2) cypher stents (a 3.0/28 distally at 12 atm for 45 sec and a cypher 3.0/23 mm proximally at 18 atm for 30 sec) were implanted. Follow-up coronary angiography at the eight (8) month period demonstrated restenosis at the proximal edge of the distally implanted stent. Directional coronary atherectomy (dca) was used to treat the restenosis. A cypher 3.5/23 mm stent was deployed at 20 atm for 60 sec.